Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The reported event was confirmed by review of pictures. Visual examination of the provided photograph identified that the driver tip fractured. The device history record was not reviewed as lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during intraoperative removal of a locking screw from a plate, the tip of a screwdriver broke off from the shaft. The screw was being exchanged for a shorter size because the initially placed screw was too long. The broken tip lodged in the screw head and was removed, and a backup screwdriver was used to complete the screw exchange. The event did not significantly delay the surgery and there were no consequences or impact to the patient. Attempts have been made and all available information has been provided.